Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib) procedure, an intellanav mifi oi catheter was selected for use. After 21 minutes of ablation, the irrigation port fractured and it started leaking fluid. The generator indicated an excessive temperature. As a result, this catheter was replaced and the procedure was completed without any patient complications. This catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
This intellanav mifi oi catheter was returned to boston scientific for laboratory analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib) procedure, an intellanav mifi oi catheter was selected for use. After 21 minutes of ablation, the irrigation port fractured and it started leaking fluid. The generator indicated an excessive temperature. As a result, this catheter was replaced and the procedure was completed without any patient complications. . This catheter has been returned for laboratory analysis.